Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failures error was present in the device trace download due to broken trace on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected sensor calibration anomalies or wait to enter blood glucose messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will be returned for analysis.